Event description:
It was reported implant at tooth site 26 was removed due to infection and bone loss. Patient experienced discomfort, edema, pain, paresthesia, suppuration.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight: unknown / not provided. B3: date of event: unknown / not provided. D6: d6a. If implanted, give date: unknown. D6: d6b. If explanted, give date: unknown. E1: email address: unknown / not provided. G4: premarket identification PMA/510(k) #: k011028/k013227. H6: event problem codes: patient code: 2330, 1994, 4577, 1812.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report, b5: describe event or problem, g3: date received by manufacturer, g6: type of report, h2: follow up type, h6: adverse event problem, h11: additional narrative. A summary investigation has been completed for bone loss and infection events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss and infection have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
No further event information is available at the time of this report.